Event description:
It was reported that the surgeon observed that the leads were bent upon checking them on the back table before the surgery began. The patient is new to deep brain stimulation (dbs) and has no other implants, with the issue arising before the surgery. No troubleshooting was performed. The intervention involved exchanging the bent lead for a new one, resolving he issue at the time of the report. Further information on this event can be obtained by contacting the healthcare professional directly. It is unknown whether surgical intervention occurred, as this information was asked but remains unknown. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: b3301542, serial# (B)(6), product type: lead. Product ID: b3301542, serial# (B)(6), product type: lead. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.